Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, the defibrillation conductor was distorted, the distal conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. Visual analysis also showed the lead was implanted with a bend at the fracture site.

Event description:
A 3500a form reported that the lead developed a fracture in the insulation which led to noise, which further led to inappropriate shocks to the patient. It was further reported that there was a lead fracture with numerous inappropriate shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.